Event description:
Information received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The technician found the CPR valve was faulty. The technician replaced the CPR valve to repair the bed.